Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent machine pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 15dec2025 for preventative maintenance and observed the device issue. The asp confirmed the occurrence of the issue in the device's diagnostic report (drpt). No other abnormalities were observed. The asp replaced the 2nd and 4th solenoids to resolve the issue. Following the part replacement and issue resolution, the asp completed a comprehensive inspection, cleaning, running test, and functional test before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.